Event description:
Endometrial ablation with novasure device went smoothly, routine laparoscopy post-ablaton revealed bowel injury. No uterine perforation confirmed with repeat hysteroscopy. General surgery consulted and enterorrhaphy performed laparoscopically. Post-operatively the pt did well. Novasure paid the pt's general surgery co-pay.